Event description:
It was reported that during a splenectomy procedure, on the first firing the device fired two thirds of the staple and cut line properly. The last third the staples formed but did not discharge. They were adhered to the cartridge deck. The device cut completely. The device was used for an additional three firing with a white cartridge and it fired without issues. On what tissue type was the device used? At what location on the tissue? Spleen. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? There were embolism in the spleen as a result they put small metal coils into the spleen to help block or remove the embolism. One of the coils may have been inside of the jaws on the distal third of the cartridge.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.